Manufacturer narrative:
(B)(4) investigation: per the customer, the filtration time for the unit exceeded one hour. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a whole blood unit that was hemolyzed following centrifugation. There was not a transfusion recipient or patient involved at the time of the whole blood processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting the return of the disposable set for investigation.

Manufacturer narrative:
Investigation: the disposable sets were not returned for root cause evaluation. The manufacturing records, test records and inspection records were reviewed for this lot. No anomalies were noted and the product conformed to current established specifications. No similar reports have been received regarding this lot number. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured values conformed to in-house standards. Root cause: a definitive root cause for the hemolysis was not determined. Possible root causes of hemolysis include: characteristics of blood, bacterial contamination, excessive cooling and filter clogging.